Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (health effect - clinical, type of investigation, investigation findings, comnponent, investigation conclusions), h11. A getinge field service engineer (fse) unable to duplicate the reported failure. As a precautionary measure replaced executive processor pcb (d670-00-0770). Performed functional check and safety test then returned unit to clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) arterial pressure not showing on screen and giving fiber optic sensor failure. There was no harm reported.